Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. The following sections were corrected: h4. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: superolateral dislocation. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that approximately three months post-implantation, the patient underwent a hip revision due to repeated dislocations and to increase stability. Patient had dislocated five times. The liner was changed and stem version increased. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00875101336 lot# 61287104 36mm i.d. Size ll neutral liner. Cat# 11-301353 lot# 135120 arcos con sz c hi 80mm. G2: foreign ¿ australia. H6: suggested component code: mechanical (g04) ¿ head. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.